Manufacturer narrative:
The actual device was returned for evaluation. During repair, it was determined that the coupling tool side was worn out, the oscillating head had a crack and the control was defective. It was also observed that the device failed the check trigger and ecu (electric control unit) function, functional test, check saw blade coupling and general condition pre-tests. Therefore the reported condition was confirmed. However, since the investigation is on-going, the assignable root cause could not be determined at this time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Further evaluation determined that the device also failed pretest for check oscillation frequency min 10800 ¿ 14200 osc/min and lubricate. The assignable root cause was determined to be due to construction/design false and defective. A CAPA has been initiated to address the crack in the oscillating head. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device malfunctioned after use on a patient. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.